Event description:
It was reported by the patient's family that the patient died one week after upgrade from an implantable cardiac defibrillator to a bi-ventricular defibrillator. The patients family reported that the patient "had defective devices in him that killed him" and "why was the first ICD replaced after only one year? Your devices were faulty." The patient's family also reported "defibrillator caused my husbands death.". The cause of death has been requested but not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.